Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
An angio-seal vip was deployed in the patient. Post-deployment, the patient had a faint pulse in the leg. There was a dissection in the external iliac to the bifurcation where the anchor was located. Surgery was performed to repair the dissection and the angio-seal was removed.